Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) delivered inappropriate shock therapy due to unspecified over-sensing. The physician elected to reprogram the device sensing vector to resolve the event and no additional adverse patient effects were reported. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) delivered inappropriate shock therapy due to unspecified over-sensing. The physician elected to reprogram the device sensing vector to resolve the event and no additional adverse patient effects were reported. The s-ICD system remains implanted and in-service.